Event description:
During service by baxter, failure code 810:04 was found in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4) 2007. Evaluation summary: evaluation was performed and the reported condition of failure code 810:04 was confirmed. Cleaned the tubing channel to fix failure code 810:04. The pump was tested for proper operation and pump found to function properly.